Event description:
Vanishpoint syringe plunger tip broke (the white part detached from the black part). Injection was administered to right gluteal muscle while patient was sitting. Once needle was inserted and administration began, almost immediately, the plunger tip broke, causing medication (haldol decanoate 100mg/1 ml) to leak to behind the plunger and patient not getting the complete dose of medication. Also unable to tell accurately how much of the dose patient got. Product used was vanishpoint syringe 3ml 21g x 1.5" lot a889a with expiration date of 1/28/2024. FDA safety report ID# (B)(4).